Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose levels reached 270 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found a little bit bent. As treatment, a manual bolus of insulin was delivered and a new pod was applied. The patient's blood glucose history are as follows: 10 pm 134 mg/dl, 12 am, it was 270 mg/dl, patient woke up and bolused at 2 am, it was 200 mg/dl, 7 am, it was 233 mg/dl.